Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 130 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that insulin was squirting out during manual priming from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded drive support disk. The insulin pump alarmed motor error during basic occlusion test due to protruded drive support disk. No further tests could be performed due to prime or fill anomaly. The insulin pump passed displacement test. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, keypad overlay scratched, scratched case, broken belt clip slot and missing end cap sticker.